Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and a siemens customer service engineer (cse) was dispatched to the customer's site and inspected the instrument. The cse removed a clogged waste tubing and a plastic 't adapted' was installed to fix the broken tube. A system shutdown wash and quality controls (qc) were performed. The system was fully functional upon departure. The instrument is performing according to specifications. No further evaluation of this device is required.

Event description:
Discordant, falsely depressed calcium patient results were obtained on an advia chemistry xpt instrument. The initial results were reported to the physician(s). The same samples were repeated on an alternate advia chemistry xpt instrument. The repeat results were reported, as the correct results, to the physician(s). Customer could not provide any specific result values. There are no known reports of patient intervention or adverse health consequences due to the falsely depressed calcium patient results.